Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that, during a robotic laparoscopic hysterectomy and vaginostomy, toward the beginning of the procedure when the surgeon took control of the console, the endoscope was white in the operating room team interface screen and could not be operated. The arm holding the endoscope was blinking. The endoscope was withdrawn and reinserted but this did not resolve the issue. The storz module was then restarted, which solved the issue. There was no patient injury. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the claimed product was not returned to karl storz tuttlingen. Therefore, a physical technical inspection is not possible. However, based on the information provided, the most likely cause of the reported issue is a software hang, whereby the video path is not initialised correctly. After restarting the unit, it could work again since the video path was established correctly. The IFU gives some advices how to inspect the product. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).